Event description:
Beginning 2014, vision changes, disorientation, anxiety, panic attacks; food intolerances, headaches, prolonged migraine syndrome, vertigo, tinnitus, severe light sensitivity; severe brain fog, trouble putting together thoughts and words, worsening eye sight, lack of energy/endurance and tiredness. Low stamina, hair loss, memory loss, hormonal problems, noise/sound sensitivity. Agitation, restless leg syndrome, cognitive sluggishness, limited cardiovascular stamina/breathing, ibs, nerve issues and muscular pain.